Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial tray. It is not known at which interface the loosening occurred. Depuy cement was used at the time of original implantation. Update december 5, 2017: medical records received. After review of the medical records for MDR reportability, the patient was also experiencing pain along with tibial loosening. The part/lot is being updated for the tibial tray and cement. An additional cement product is being added, as there is a quantity of two. A doi was provided. This complaint was updated on: 12/29/2017